Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. There was no impact to the customer's blood glucose level due to this reported issue. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.